Manufacturer narrative:
Additional information added for d4, d10, h3, h4 device evaluation: follow-up report submitted to document device evaluation results. H3 other text : discarded by user

Event description:
The user facility reported that the tip of the device was bent; the possible harm associated with this event is displaying the tool in the wrong position. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required.

Event description:
The user facility reported that the tip of the device was bent; the possible harm associated with this event is displaying the tool in the wrong position. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required.